Event description:
It was reported that: the breathing system was found with the apl valve broken at the base of the breathing system assembly where the valve screws in to the system. The initial reporter was unable to uncover how or when the break occurred. No pt injury.

Manufacturer narrative:
H. 3 evaluation is pending, info will be provided in a follow up report.